Event description:
Plastic tip has rotated out of alignment.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned product confirmed the black plastic protector component has loosened and rotated prohibiting mating with the femoral adapter. The investigation could not draw any conclusions about the root cause of the disassociated protective cap. (B)(4) has been initiated to identify root cause and corrective action. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.